Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Moved out the scalpel and the titanium tip broke during the re-pre-run test out of the patient's body. The broken piece did not fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had infectious disease, sample had been discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.